Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the deep vein of the lower limb. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. However, resistance at the tip of the balloon was encountered. The device could not move and could not reach the lesion. The physician attempted to remove the balloon but the balloon lumen and the guide wire were stuck and could not be removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that both devices were eventually removed together.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The outer shaft was buckled at the strain relief. The inner shaft was buckled at numerous sections in the shaft, as well as throughout the entire balloon. The guidewire was stuck in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the deep vein of the lower limb. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. However, resistance at the tip of the balloon was encountered. The device could not move and could not reach the lesion. The physician attempted to remove the balloon but the balloon lumen and the guide wire were stuck and could not be removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that both devices were eventually removed together.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the deep vein of the lower limb. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. However, resistance at the tip of the balloon was encountered. The device could not move and could not reach the lesion. The physician attempted to remove the balloon but the balloon lumen and the guide wire were stuck and could not be removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.